Event description:
Rvtip (right ventricular tip) to rvcoil (right ventricular coil) lead impedance warning on (B)(6) 2024 (programmed bipolar). Possible ventricular undersensing on current egm (electrogram). (Patient has an lvad per physician). Invalid data- svt (supraventricular) episodes listed on quick look but no episodes on episode list. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).